Manufacturer narrative:
(B)(4). There was no fault found with the device.

Manufacturer narrative:
(B)(4).

Event description:
The user is reported that the device shut down unexpectedly during a patient use event. Patient outcome is unknown.

Event description:
The user is reported that the device shut down unexpectedly during a patient use event. Patient outcome is unknown.